Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ssd of the system computer was replaced. The navigation system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: 9 736356, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the computer froze. The site stated that it was not possible to do anything with the mouse. No patient was present at the time of the event.